Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came into the clinic with fatigue and had shortness of breath. The device was checked and it was discovered that the right ventricular (rv) lead had t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.